Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1500 mg/dl and diabetic ketoacidosis. Subsequently, the customer was hospitalized. Tandem technical support made multiple follow up attempts with the customer, however no response was received.